Event description:
Device malfunction: suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, upon deployment, the suture broke when coming out of the suture breaking. Hemotasis was achieved using manual compression. There were no reported patient effects. Though requested, no additional info was available.

Manufacturer narrative:
The device was received. Investigation is not complete.